Manufacturer narrative:
An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. An attempt to replicate the user complaint was made with similar smartphone/os/application configuration, and the high/low glucose alarms were successfully received. No issues were identified with the application. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue with the adc application (samsung 21, android os 13). The customer therefore was unaware of change in glucose levels and experienced blurred vision, shaking, disorientation, and loss of consciousness. However, the customer reported that they were able to self-treat with water after regaining consciousness. There was no report of further treatment or third-party intervention.